Manufacturer narrative:
The device was not returned to the manufacturing site as it was not available for evaluation; therefore product testing on this device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. In addition, a complaint history review was completed. There were no complaints identified related to the reportable event. The instructions for use (IFU) were reviewed. Malpositioned stent is identified in the device labeling as a known inherent risk of glaucoma surgery. The IFU adequately provides instructions, precautions, and warnings for the proper use and handling of the device. Based on the results of the investigation, quality product deficiency was not identified. The omitted information was requested but was not provided. MFR reference # (B)(4).

Event description:
The surgeon reported been unable to implant the trabecular micro-bypass stent well and when he released the stent from the inserter, the stent was inadvertently placed in the ciliary body band or iris root. The surgeon performed irrigation/aspiration (a/I) repeatedly but could not locate the stent. A back up stent was successfully implanted. Additional information will be requested.

Event description:
Additional information was requested and on (B)(6) 2018 the surgeon reported that the istent was visualized via slit lamp post-operatively by a different physician at a post-operative follow-up appointment in late march and an image of the stent was sent to the surgeon. Additional follow up was requested and on (B)(6) 2018 the surgeon reported that the stent was positioned in the trabecular meshwork and that the event did not result in any adverse impact to the patient. The patient was closely monitored.

Manufacturer narrative:
(B)(4).